Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. Beginning (B)(6) 2014 right ventricular (rv) lead pacing impedance has been varying up to 2907 ohms and down to 247 ohms. The memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. There was oversensing due to non-physiologic signals/sic (sensing integrity counter).beginning (B)(6) 2016, ventricular sensing integrity counts up to 92; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead had unstable, rising and high impedance over time. The lead also had noise and oversensing episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.